Event description:
Received information that customer was unable to deliver a correction bolus. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new relevant information become available, a follow-up report will be submitted.